Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy. Nurse had to hold cable in place to complete case. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy. Nurse had to hold cable in place to complete case. The hospital did not report any patient effects. Related to (B)(4).